Event description:
Two days after implanting the trapease filter using an internal jugular approach the pt became hypotensive and developed a massive bilateral pulmonary embolus and an enormous amount of clot was discovered at the filter and distal to the filter during an angiogram and an oasis was used to debulk the filter and the physician also implanted a stent.